Manufacturer narrative:
The nurse reported that they heard a loud beep followed by the central nurse's station (cns) freezing and then spontaneously rebooting by itself. The cns is currently back on and monitoring patients. Nihon kohden technical support stated that these systems provided are indicators of overheating issues typically caused by blocked cpu fans on the cns tower. The nurse stated that they have the cns tower located underneath the desk and they do get quite a lot of dust underneath the desk. The biomed replied back and stated that they were monitoring wireless telemetry transmitter patients and that they found the computer air inlet was totally blocked with dust. The dust was vacuumed on this unit, and all other centrals in the room, and they also checked to see that both the cabinet fan and the power supply fan were running. They have not had any reports of subsequent failures. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the telemetry transmitters were being used in conjunction with the cns but no model or serial numbers were provided.

Event description:
The nurse reported that they heard a loud beep followed by the central nurse's station (cns) freezing and then spontaneously rebooting by itself. The cns is currently back on and monitoring patients. Nihon kohden technical support stated that these systems provided are indicators of overheating issues typically caused by blocked cpu fans on the cns tower. The nurse stated that they have the cns tower located underneath the desk and they do get quite a lot of dust underneath the desk. The biomed replied back and stated that they were monitoring wireless telemetry transmitter patients and that they found the computer air inlet was totally blocked with dust. The dust was vacuumed on this unit, and all other centrals in the room, and they also checked to see that both the cabinet fan and the power supply fan were running. They have not had any reports of subsequent failures. No patient harm reported.

Event description:
The nurse reported that the central nurse's station (cns) made a loud beeping sound then froze and spontaneously rebooted itself. The cns came back up and was monitoring patients without issue. They were monitoring wireless telemetry transmitters.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) made a loud beeping sound then froze and spontaneously rebooted itself. The cns came back up and was monitoring patients without issue. They were monitoring wireless telemetry transmitters. Nihon kohden technical support (nk ts) stated the symptoms described indicate overheating issues typically caused by blocked cpu fans on the cns tower. The cns tower was located under the desk, and it was observed that a lot of dust had accumulated there. They found that the air inlet was completely blocked with dust. The dust was vacuumed out and it was verified that both the cabinet fan and the power supply fan were running properly. There have been no reports of subsequent failures. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue was determined to be improper use and maintenance of the nk equipment. There is no evidence of an nk device malfunction.